Event description:
Reporter noted a corneal burn at the beginning of phaco. Milky fluid was seen with little aspiration, and the wound required sutures. Fifteen diopters of astigmatism were noted postop. However, the patient prognosis is good.